Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and other unspecified issues. It was reported that patient underwent perineoplasty on (B)(6) 2011 for persistent dyspareunia and pelvic pain. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, concurrently with total laparoscopic hysterectomy, bso, and posterior repair, due to sui, dub, rectocele, and uterine fibroid. It was reported that patient underwent removal of sutures from vaginal area on (B)(6) 2005 due to retained suture. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced discomfort and incontinence.